Manufacturer narrative:
One 5f fast-cath introducer sheath was received for evaluation. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
During preparation for the procedure, the sideport detached. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.